Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device with strip lot number 492195, expiration date 07/31/2015. Reference medwatch report with patient identifier (B)(6) for the suspect device used with strip lot number 492201, expiration date 07/31/2015. Will not be returned to manufacturer.

Event description:
Customer received a result of 21.8 mmol/l on aviva strips with lot number 492201, and results of 9.2 mmol/l, 12.8 mmol/l, 9.2 mmol/l, and 10.7 mmol/l on aviva strips with lot number 492295 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however test strips are no longer available.